Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement din rail mvs ac shipped to site 08/22/2016. No parts have been received by manufacturer for analysis. On 08/22/2016 a medtronic representative performed an imaging system check-out, imaging modalities & system inspection areas passed. Mechanical test failed. Mobile view station (mvs) would not turn on. Replaced fuses and function was restored. On 08/23/2016 a medtronic representative performed an imaging system check-out, all areas passed. Replaced din rail upgrade, imaging system fully operational. System performed as intended. On 09/07/2016 a medtronic representative, following-up at the site, confirmed making the din rail upgrade and completed system checkout. No further issues have been reported.

Event description:
A medtronic representative received a report from a site alleging that when booting-up their imaging system to run the calibrations, the system would not turn on. The medtronic representative confirmed the din rail fuses were blown. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The din rail assembly was returned to the manufacturer for analysis. All fuses passed continuity testing. Before applying 21vdc between contacts 7 and 10, 9.5 ohms was measured. This was as expected. The component was energized, there was an audible click as the relay closes and between contacts 7 and 10, and 0.02 ohms was measured. This was as expected. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.